Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "com error" error occurred during start up. No patient was involved according to the field service technician dated 2020-03-20 the control board 701034051 with s/n (B)(6) has been replaced. The device works normally. The replaced control board was returned for further investigation in our life cycle engineering (lce) under RMA#40726. Contol board received in rastatt 2020-04-09 lce received the board on(B)(6)2020 investigation request forwarded to lce on 2020-04-16 the returned control board 701034051 rf control board pcba kit was investigated in our life cycle engineering (lce) on 2020-05-27 under lce04367. A rotaflow control board (material num. 70103.7533 and spare part num. 70103.4051), hereinafter called the dut, was received for inspection and testing following a costumer complaint stating that the error err.com was constantly triggered and the dut was found to be responsible for this deviation. The dut was visually inspected; no broken or missing components were identified. The error ¿err. Com¿ could be observable for a very short period which is a normal situation; the error display is not shown any more as soon as the systems are synchronized. The device was switched on and off ten times. After every restart the device completed the self-test successfully. Conclusion: the reported error could not be reproduced. The reported error is caused by deviations in the communication between the rotaflow control and flow measuring boards. The signals responsible for the information transmission were monitored; no deviation or disturbances were observed. The most probable cause of the reported error can be a sporadic failure to receive or transmit information or an error in the information itself; however, these presumptions cannot be directly determined. The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.3 was reviewed on 2020-05-28 with the following outcome: the most possible causes for the reported failure "com error" could be determined as: (un)intentional stop of the pump, e.g.: * defective motor control electronics * pump stop intervention after technical error (e.g. Pump runaway, error head) * sensor error (bubble, level, pressure(in hl20 mode), flow) * software error* wrong intervention limits * unintended rpm change by user * unintended switch off by user * freeze of microcontroller sab80c517 * defect of micro controller pici 14000 * defect of transformer * defect of internal power supply (dc/dc) the reported failure "com error" occurred during start up and could not be confirmed. The device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The reported failure "no com" error occurred during start up. No patient was involved according to the field service technician dated (B)(6) 2020 the control board 701034051 with s/n (B)(4) has been replaced. The device works normally. The replaced control board will be return for further investigation in our life cycle engineering (lce) under (B)(4). A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from vietnam that the rotaflow console shows "err.com" message when starting up. Replace other control board rfc_co, the device works normally. No patient was involved. Complaint ID: (B)(6).